Event description:
It was reported that the confidence introducer needle became stuck in cement and the tip broke off in the patient's right iliac bone. CT scan confirmed the tip was in the bone and remains in patient.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence introducer needle was returned for evaluation. Visual inspection revealed the needle is broken near the distal tip. The material around the breakage was observed as being flexed or twisted. The device at large has seen clear signs of use, no other defects were found. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence needle was conducted on the specific code from the complaint as there is no device family for this instrument. This analysis found no emerging trends. A root cause cannot be determined from the sample and information provided. A potential root cause may be an unanticipated amount of force placed on the tip of the beveled needle when extracting it from solidifying/solidified cement, leading to its bending and breaking. No corrective and preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of this device. No systemic trend exists. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.